Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 29 mm sapien 3 ultra resilia valve in the aortic position. The 16f esheath plus was inserted at a steep angle. When advancing the 29 mm commander delivery system and 29 mm sapien 3 ultra resila valve through the 16f esheath plus, physician felt resistance immediately. Tried to pull the sheath back slightly and advance but saw the valve strut had pierced through the white portion of sheath. The valve never exited the sheath. The devices were removed as one unit. There was no injury to the patient. A second 16fr esheath was advanced and with the entire white section advanced into skin track. A second 29 mm sapien 3 ultra resilia valve on a second 29 mm commander delivery system was advanced and deployed in aortic valve successfully. Perceived root cause was the distance from access to vessel was very deep causing the sheath to kink in the skin.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided by the site and revealed the following: patients right access vessel was adequately sized and there were two struts protruded through sheath. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath valve interaction. The reported valve frame damage was confirmed based on imagery provided. Available information suggests procedural factors (high push force, insertion angle) likely contributed to the event as reported. The 16f esheath plus was inserted at a steep angle. When advancing the 29mm commander delivery system and 29mm sapien 3 ultra resila valve through the 16f esheath plus, physician felt resistance immediately. Tried to pull the sheath back slightly and advance but saw the valve strut had pierced through the white portion of sheath. A steep insertion angle can result in non coaxial alignment between the delivery system and sheath. Non coaxial advancement of the delivery system through the sheath may lead to resistance. Additionally, excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.